Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a critical device alarm. Customer's blood glucose was 13.3 mmol/l. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump error was noted in the pump history and critical pump error was due moisture damage on the force sensor. Also found moisture damage on the electronics and motor assembly. The pump was received with a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery compartment and minor scratches on the lcd window.